Manufacturer narrative:
The reported field event of a system infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32910. Related manufacturer reference number: 2017865-2021-32911. It was reported that the patient presented in clinic due to a system infection. The entire pacemaker (pm) system was explanted. The patient was stable throughout the procedure.